Event description:
Boston scientific received information that during a follow up visit this left ventricular (lv) lead had loss of capture even with maximum outputs. An x-ray revealed that this lv lead had dislodged. A revision procedure was performed to explant and replace this lead. Upon explant, it was noticed that this lv lead had insulation damage. This lead will be returned for analysis. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed and this investigation will be updated.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual examination revealed dried blood within the lead lumen and surface abrasions at 872-875 mm from the terminal pin. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there were no intermittencies in the electrical conductivity. Analysis concluded that the lead was electrically continuous, with engineers unable to confirm the reported clinical observation of capture loss; however, insulation anomalies were observed.